Manufacturer narrative:
Pro code: krd/hcg. The device was returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, when the surgeon advanced an orbit galaxy coil (640cf0925/ 17366792) into the unspecified microcatheter, the coil detached from the detach zone. A continuous flush had been maintained through the microcatheter, and the microcatheter did not appear damaged. The surgeon used another coil to successfully complete the procedure. There were no potential adverse events. No additional information could be obtained. It was reported that the device would be returned for analysis.